Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for high o2 concentration and high pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and air gas module were replaced and returned for investigation. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during simulated use test of the returned o2 gas module and air gas module in a ventilator. During ventilation oscillations were observed on the ventilation curves. It was revealed in the production test system for gas modules that the oscillations were caused by the nozzle units in the o2 gas modules. The air gas module was found faultless. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on september 4 during the time period 20:38 to 21:28, had several alarms for high o2 concentration and airway pressure high. The pre-use check was confirmed to be successful both before and after the event. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).